Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Rpbable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "gas loss" alarm sounded from the system 90t pump and the pump stopped. Blood was noted in the extension tubing when the intra aortic balloon was removed. Event complications: none from the event - reported 5/12/1998. Pt's current status: unk - reported 5/12/1998.